Event description:
A customer reported that the cutters aspirated but did not cut vitreous during two vitrectomy procedures. Each time the cutter was replaced and the case was able to be completed. There was no impact to the patients. No further information is expected for this case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).